Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe body exhibited damage near the probe tip. There was no patient involvement.